Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: f/g,promus element,mr,ous 3.50x20mm stent delivery system (sds) was returned for analysis. Stent not returned. Stent separated from sds. The balloon was reviewed. There was no stent on the balloon. The balloon folds folder tightly. Stent crimp markings were evident on the balloon. It did not appear that the balloon had been subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID# 2134265-2018-00345. Reportable based on device analysis completed on (B)(6) 2018. It was reported that crossing difficulties were encountered. The target lesion was located in the fibro calcified left circumflex artery. After a non-bsc guide wire crossed the lesion, a maverick balloon catheter was advanced for predilation. A 3.50x20mm promus element drug-eluting stent (des) was advanced but failed to cross the lesion due to calcification. Dilatation was again performed at a high pressure and a 3.50x16mm promus element des was advanced but also failed to cross. A 2.5x20mm promus element des was then used but it also failed to cross. Ultimately, the lesion was stented with another stent followed by post dilatation and the procedure was completed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detachment.